Event description:
Hospital reports that unable to decrease oxygen percent from 100%. No pt injury reported, although hospital reported pt to have abnormally high pa02 on arterial blood gas report. Pt was removed from ventilator and placed on back-up unit. Pt placed on lower fi02 and blood gases returned to theraputic levels.